Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was in the emergency services came and took him to hospital. Customer also reported that he was passed out. It was also reported that the reservoir was unable to lock in place. The device will not be returned for analysis.